Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Additional information: catalog number of blade reported by sales rep; 0277096250.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Correction: it was initially reported the blade was returned, only the associated handpiece (7206000000 s/n: (B)(4)) was returned. The quality investigation is complete. Blade not returned for evaluation, only handpiece.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.